Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {b}(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number {0012480196}; product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days following the implant of a transcatheter bioprosthetic valve, the patient experienced shortness of breath (sob). A chest x-ray was performed for the sob and showed a pleural effusion with mild edema. The patient¿s guideline-directed medical therapy (gdmt) was adjusted with furosemide. Per the physician, the event was not related to the valve, delivery catheter system, compression loading system, or the valve implant procedure. The sob resolved with diuresis one day after onset.

Manufacturer narrative:
Updated data: b7 - additional relevant history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.